Event description:
It was reported that during an arthroscopic ankle fusion surgery the tip of the curette broke off in the joint. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-8655-02). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the ring currette at the distal end of the shaft of the ring currette, ankle, arthroscopy, reverse angled was broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufacturing date 2018.